Event description:
It was reported to boston scientific corporation that a sensation small oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the snare loop failed to cut the polyp and was unable to transmit current. Reportedly, there were no signs of cautery noted and the active cord was securely attached to the snare. The snare was plugged into another generator, but the same issue occurred. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.